Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported patient's device was not working. The hcp was not familiar with the device and was trying to turn the therapy off with the patient programmer and the recharger. The patient stated that they had not charged for the device for 2 to 3 months. It was reviewed that if the device was overdischarged, there was no output and it was as good as off. It was reviewed that pulling a device out of overdischarge could take hours. The hcp also mentioned that the patient said this happened in the past as well. On (B)(6) the consumer called back and reported the patient couldn't have high definition settings because they would have to recharge every half of a day due to their previous overdischarges. The consumer wanted to know if they could have the system removed and a new one put in so they could have high definition settings. No patient symptoms were reported. The indication for implant was spinal pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.